Event description:
Pt post open heart, atrial septal defect repair and mitral value ring annuloplasty. Epicardial wire externally paced for no p-waves & very slow junctional rhythm underneath. Pacer shut itself off spontaneously with pt pressure dropping to essentially nothing. Pacer was restarted with pt recovery. Pacer was (electronically) locked, hanging on IV pole. Last settings had been changed 3-5 min. Earlier.